Event description:
A caller reported a malfunction on their pump with the error code "malf 16," which persisted even after attempting a reset. The impact on the customer¿s blood glucose level was not specified as they declined to provide this information. Technical support provided reset instructions; however, as the issue recurred, they decided to replace the pump. The customer will use a backup insulin pump to ensure uninterrupted insulin delivery. Cts confirmed the shipping details for the new pump, explained the return process for the malfunctioning pump, and offered training through the tandem source account. The customer acknowledged and understood all instructions.